Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue? How was the artery tear repaired? How long was the procedure extended? Was intra-op or post-op care changed for the patient? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The device stayed jammed on the pulmonary artery, it was impossible to open it. An artery tear occurred and a bleeding too. There were operative complications due to the device; extension of procedure time. The surgeon had to clamp manually and proceeded differently to remove the device.